Event description:
It was reported that during a "loose revision" of the glenoid bone ("shoulder instability" - latarjet), the tip of the drill broke off in the patient`s bone while drilling to insert a bio-suture tak to attach the soft tissue. No x-ray was done. Tip was not retrieved due to hard bone and depth of tip. He inserted another implant next to it.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided; therefore device history record review could not be performed. The complainant's event is typically caused by applying leverage force resulting in improper alignment that is not co-axial with the guide setup. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility.